Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an esophagogastroduodenoscopy procedure. According to the complainant, the device was advanced through the target lesion along a jagwire. Resistance was felt when the inner sheath was retracted to release the stent. The angle of the scope was checked and the inner sheath was retracted again; however, the inner sheath separated. The procedure was completed with another flexima biliary stent system. Follow-up indicated the device was used past its expiration date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).